Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal washer came loose and fell into the surgical site. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The synchroseal instrument had a washer dislodged from its original position and not attached to the instrument. The instrument was compared to an in-house synchroseal, and the washer was found to be missing. The missing piece was returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.